Event description:
It was reported that "patient called to report that her hip is squeaking. Began about four months ago. Walking and bending and climbing stair, standing from sitting positon increases it."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.